Event description:
Note: this report pertains to the first of two device complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-04523 for the associated device info. It was reported to boston scientific corp on aug 31, 2009, that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician used the first balloon several times and after a subsequent pass, the balloon ruptured inside the pt. The physician removed the balloon from the pt, the balloon was in tact, nothing was left inside the pt. The physician used another balloon and same issue occurred. Both balloons were tested prior to use and tested fine. The procedure was completed with a third extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).